Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another reload to continue the surgery. After fired, could not open the jaw. It is unknown that how to open the jaw. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/27/2023 d4: batch # unk investigation summary: as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished pse60a, with lot/batch number v9676w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/27/2023. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Manually open the jaw. Did the jaws eventually open? Yes. But the reload cannot be removed from the jaw.